Event description:
It was reported the insulin pump alarmed motor error during prime. Alarm was explained and cleared. The device was not exposed to a magnetic field. Customer was asked to do prime and the device alarmed again. Customer changed the infusion set and reservoir. Insulin was not cloudy or expired. Customer was unable to fill the tubing manually. Alarm history showed other alarms. Customer did not know blood glucose level. No further information reported.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, insulin pump received stuck in the motor error loop during bolus and basal delivery. Unable to confirm error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.